Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Technical services (ts) was consulted and noted that patient condition of chronic atrial fibrillation was likely to be impacting battery consumption and recommended interrogation options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Technical services (ts) was consulted and noted that patient condition of chronic atrial fibrillation was likely to be impacting battery consumption and recommended interrogation options. This pacemaker remains in service. No adverse patient effects were reported.